Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician noticed that the struts on the taxus express2 2.5x12mm drug eluting stent had lifeted up or flared. The device weas not used. The procedure was completed with another stent. No pt complications occurred. Pt status is satisfactory.